Event description:
It was reported that the user requested a factory reset of the ilet system after a clinician recommended one due to missed meal announcements, with the user subsequently completing setup to resume automated insulin delivery. Symptoms included hypoglycemia and hyperglycemia with confusion and disorientation during events. Outcomes included minor injury of hypoglycemia with lasting health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure involving the user interface, specifically missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.